Manufacturer narrative:
Medical records were received and the clinical investigation reveals the following: medical records do not contain dialysis treatment sheets or progress notes for this event. According to the hemodialysis registered nurse, the patient's nephrologist believed the pain to be an allergic reaction to the fresenius 160 dialyzer. The suspicion of allergy is not mentioned in the medical record. According to the hemodialysis registered nurse, the patient also experienced issues during her treatment on (B)(6) 2015. Medical records reveal patient was changed to exceltra 170 and completed final two hours of treatment without difficulty on (B)(6) 2015. According to another hemodialysis registered nurse, there is no information that the patient had used this dialyzer previous to coming to the clinic. There is no mention in the medical records of any allergy. The hemodialysis registered nurse denied any other abdominal co-morbidities prior to the event. Hemodialysis registered nurse stated the patient is doing well dialyzing with the baxter exceltra dialyzer. Hospital discharge records show the patient is a female. However, some dialysis records and lab records indicate the patient is an asian male. Patient's female gender was confirmed by the dialysis clinic. Patient's physician alleged possible allergy and the patient was tried on another dialyzer without difficulty. There is no documentation in the medical record that indicates the product malfunctioned or was contaminated. The device was not returned to the manufacturer for physical evaluation; therefore, the failure mode cannot be confirmed. Review of the batch production records did not reveal a probable cause for the customer complaint. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the sub-assembly lot numbers used in the production of the flished lot was performed. No non-conformances were found in any of the raw materials used in the finished lot production including fiber bundle. It was confirmed the correct components were used as after comparison with the corresponding bill of materials.

Manufacturer narrative:
The user facility was not able to provide the actual device for evaluation. It was discarded. The post market surveillance department is in the process of reviewing medical records and treatment data related to the report of abdominal pain, nausea, and vomiting. A supplemental medwatch will be submitted upon the completion of the investigation.

Event description:
A product complaint was received via fax from an outpatient user facility registered nurse (rn). The registered nurse reported that during the patient's first outpatient dialysis treatment she developed severe abdominal pain approximately 20 minutes into the treatment. The pain did not respond to turning down the blood flow or giving saline intravenously. The patient's "vitals" remained stable, no drops in blood pressure. The patient was described as being in acute distress. The treatment was stopped and emergency medical services was called. The patient went to the emergency room (ER) where she was evaluated by emergency room doctors and a nephrologist. She was not admitted to the hospital. A CT of the abdomen was negative. She was given morphine and the pain subsided after several hours. The patient was not admitted and returned to the outpatient facility where she had a similar occurrence on (B)(6) 2015. At that time, the dialyzer was changed to another manufacturer's and the symptoms did not return. She continues on hemodialysis with the other manufacturer's dialyzer. Follow up with the user facility clinic manager confirmed these events. From medical records: dialysis prescription: f160nre optiflux dialyzer, 3.0 potassium 2.5 calcium acid bath; estimated dry weight-(B)(6). Sodium setting 140; bicarb setting 33; blood flow rate 400; dialysis flow rate 800; treatment time 3.0 hours. Pre weight (B)(6), post weight (B)(6). Pre blood pressure 142/83 pulse 105. Post blood pressure not indicated.